Event description:
It was reported that the balloon of the endotracheal tube "popped" ten seconds after insertion. The patient nearly aspirated. A chest x-ray was performed and the patient vomited. It was noted that the tube and balloon had been tested prior to insertion. No permanent injury was reported.